Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through design analysis. Analysis found that the site was not allowing enough time for the images to download. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was confirmed by the representative that the site did not wait for the images to download. The staff kept ejecting the disc before completion. The representative was able to load the disc without issues.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being outside of procedure. It was reported that the navigation system became unresponsive while loading a cd. The site rebooted the system and tried the cd again, but the issue was not resolved. The representative tried his own cd and it worked without issue. The representative also tried the original cd and was downloading without issue. There was no patient present when this issue was identified.